Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "implant exchange with no complaint". Later healthcare professional reported "deflation". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b, d9, h3, h6. Device evaluation: the device related to the reported event of deflation was received on may 23, 2025, with lot number 2426047. Based on the device analysis grid, the assessments of the complaint are: - deflation: observed an opening assessed as surgical damage. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "implant exchange with no complaint". Later healthcare professional reported "deflation". This record is for the right side. The device has been explanted.